Event description:
It was reported that on or about (B)(6) 2024, the unstable patient was transferred from a local hospital emergency room after evaluation for syncope during activity. Emergency room evaluation revealed the patient was experiencing new onset complete atrioventricular heart block with ineffective pacing from the implantable cardioverter defibrillator (ICD). Attempts to obtain ventricular capture were unsuccessful at maximum output. This was reconfirmed via a pacing system analyzer (psa) during the procedure. The chronic right ventricular (rv) lead and ICD were successfully extracted, and the patient was upgraded to a cardiac resynchronization therapy device (crt-d) with normal full functioning system. The patient was stable intra-operatively and was subsequently discharged.